Event description:
It was reported that there was a por (power on reset) condition which appeared when trying to increase stim from 4.0. The patient was trying to increase stim because "it has never worked well" for their symptoms. The patient had not been around emi (electromagnetic interference). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3093-28, lot # v556394, implanted 2010 (B)(6), explanted unknown; programmer model # 3037, lot # njd114607n.